Event description:
While the physician was suturing the pacemaker in the pocket the suture needle broke and physician had to retrieve the pieces of needle from the device pocket. All pieces were accounted for. This has happened before as the needle is flimsy. Our team has reached out to the ethicon representative and our supply chain team to get a replacement product.